Manufacturer narrative:
Patient received medical attention from an urgent care center and was given biotine medication for post care treatment. Treatment parameters were not followed per clinical guidelines, so user error contributed to this incident. The device was evaluated by cynosure and found it to be operating as intended. Blisters are an expected side effect from laser treatments, however this is reportable because the patient received treatment from an urgent care center for this event.

Event description:
Patient received a blister on their legs from a laser procedure.